Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the dxc 700 au clinical chemistry analyzer. The fse determined the failure mode was identified as defective degasser and sample valve. The fse replaced the degasser and sample valve to resolve the issue. The fse verified system performance without further issues. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).

Event description:
Customer reported the dxc 700 au chemistry analyzer generated false low sodium (na) results for three (3) patients. The erroneous sample was rerun on an alternate instrument and results obtained were considered normal. There was no change in patient treatment in association with this event.